Event description:
Complaint description: a hospital nurse/manager reported that a patient was perforated during a diagnostic colonoscopy examination. It was reported that the patient required surgery repair of the perforated area. The patient apparently had a pre-existing condition of diverticulosis and was undergoing the diagnostic procedure due to complaints of abdominal pain. The nurse indicated that the perforation could have been attributed to the patient's condition.